Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of hematoma, hypotension and perforation are listed in the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use as known patient effects. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, hospitalization, surgical intervention, unexpected medical intervention, removal of foreign body and medication required appear to be related to operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a stenosed obtuse marginal (om) artery. During balloon angioplasty with a 2.5 × 12mm trek balloon, the patient began to feel pharyngeal pain and tightness, which was mistook for myocardial ischemia. Stenosis was eliminated by implanting a 2.75 × 16mm non-abbott stent in the proximal segment of the om. Percutaneous coronary intervention (pci) was terminated after high-pressure balloon angioplasty using a 2.75 × 12mm noncompliant balloon. The procedure lasted 52 min, and 6000 units of heparin was administered through the artery. After the patient was returned to the critical care unit, swelling in the right neck and right supraclavicular area was observed and gradually increased, with bleeding spots under the skin. The patient felt dyspneic, and physical examination showed that the trachea was compressed to the left. Bedside ultrasound demonstrated a poorly defined hematoma behind the right internal jugular vein. A contrast-enhanced computed tomography (CT) scan performed immediately thereafter also showed contrast extravasation (perforation) surrounding the proximal subclavian artery and a cervical hematoma compressing the trachea, but no hemothorax, subclavian artery rupture or bleeding was diagnosed. Emergency endotracheal intubation was successfully performed to avoid asphyxia. However, during rescue intubation, the patient¿s blood pressure dropped sharply from 175/89 mmhg to 88/52 mmhg and recovered to 128/66 mmhg by intravenous fluid hydration and vasopressor support with norepinephrine and dopamine. Brachiocephalic angiography from the right brachial access revealed a vascular injury site at the root of the right subclavian artery at the intersection of the right common carotid artery. An 11 × 50-mm covered stent was deployed to the right subclavian artery with successful sealing of the perforation via a femoral artery approach. Then a 10 × 40-mm bare stent was implanted in the junction of the right common carotid and brachiocephalic arteries to prevent obstruction of blood flow to the brain. Digital subtraction angiography after stent graft deployment showed that the rupture was repaired, and no contrast extravasation was observed. The patient was moved to the intensive care unit for ventilator support and close hemodynamic monitoring. To avoid fatal tracheal compression, endotracheal intubation and ventilator care were maintained for 4 days while the cervical hematoma was gradually absorbed without discontinuation of aspirin and clopidogrel due to the coronary stent. The patient was discharged from the hospital on day 10 after pci. After discharge, he had good compliance with medication and smoking cessation. At the 1.5-month follow-up, patient had no complaints, and contrast-enhanced CT showed that the cervical hematoma was completely absorbed and that the two stent grafts in the right subclavian artery and common carotid artery were in a satisfactory position and unobstructed. Details attached in "life-threatening subclavian artery bleeding following percutaneous coronary intervention with stent implantation: a case report and review of literature."